Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator was experiencing abnormal readings. The clinician stated that no volumes were being generated. At this time, it is unknown if there was any patient involvement associated with the reported event.